Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a faulty hrsv monitor showing a black screen while being powered on.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced left eye of the high-resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) monitor was returned for failure analysis, and the reported issue was replicated. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. It powered on showing a blank screen. The complaint was confirmed based on the field evaluation and failure analysis. The root cause is attributed to an electrical component issue in the touchscreen.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the high-resolution stereo viewer (hrsv) had vision in only one eye. The procedure was completed on the secondary surgeon side console, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did not present any faults when initially powered on.